Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not complete the boot-up cycle. As a result, the device could not provide defibrillation if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was the user interface (ui) to stack flex cable assembly. Physio observed that there were multiple torn and open lands which caused the device to not complete the boot-up cycle.physio also further examined both the removed ui and system controller pcb assemblies but no failures were observed with these assemblies.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced the system controller (sc) pcb and user interface (ui) pcb assemblies as well as the ui to stack flex cable assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.